Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found the cup to be clogged. The fse flushed the cup with warm di water which resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak in connection with a unicel dxc 800 synchron system. Liquid in the albumin module overflowed and spilled out of the cup. No effect to patient or user was reported in connection with this event.